Event description:
It was reported that during a da vinci hysterectomy procedure, a bulge on the tip cover accessory was noted at the distal gray area. Customer was unable to remove the monopolar curved scissors from the trocar; they removed the trocar with the scissors from the abdominal placement site. The scissor was removed from the trocar, after removing the tip cover, a fractured orange casing was noted at the distal portion of the instrument. A small hole was noted on the tip cover accessory at the bulging point and a small piece fell off when touched. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found signs of arcing located roughly about 3/4 of an inch away from the tip with melting area measuring approximately .074 x 0.067. Additional observation not reported was a tear by the tip area (mouth) measuring 0.118 in length. No other damage was found. This complaint is being reported due to the tip cover accessory was returned and evaluated. Failure analysis found signs of arcing/ melting on the tip cover.

Manufacturer narrative:
Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event. Customer indicated that they did not observe any arcing, it is unknown if the 'small hole' on the tip cover was due to arcing or damage caused by removing the instrument from the trocar, the piece from the small hole fell off outside of the patient when she removed the tip cover, no fragment(s) fell inside the patient, there was no patient injury and there was no damage noted prior to use. The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If the tip cover accessory is returned and/ or additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the damage to the tip cover could likely cause or contribute to an adverse event, if the malfunction were to recur.